Manufacturer narrative:
The device intended to be used in treatment been returned for evaluation. Visual inspection confirmed housing damage. Functional evaluation confirmed the device was unable to charge on ac or battery power, or generate negative pressure this is due to the vacuum motor being defective, and damage to the dc inlet port root cause confirmed as component failures, establishing a relationship between the reported event. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported a problem that, a renasys go dc inlet port and vacuum motor was defective, top and bottom case was damaged. During service and repair it was found that the device can't operate on ac or battery power, can't generate and control negative pressure. As this was noticed during service and repair activities, no patient was involved.